Manufacturer narrative:
It was later confirmed by the customer, a biomedical engineer, that they replaced the therapy connector assembly which resolved the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.  The device has not been returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the paddles lead ECG option was not available when changing ECG lead sets. The biomedical engineer confirmed that the paddles lead ECG option was not available by using both a hard paddles assembly and a quik combo therapy cable which were known to be functional. As a result, defibrillation may be delayed or prevented if it were necessary. The biomedical engineer confirmed that the device would manually shock during testing. There was no patient use associated with the reported event.